Event description:
It was reported there was a shocking or jolting sensation following a fall. The patient fell on the device down 8 stairs, and the area over the device was "black." The patient had loss of bladder control, pain, and pressure. Symptoms started returning about 2 days after the fall, and the patient had pain and shocking in the patient's "private area." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that an x-ray taken (B)(6) showed that the lead had possibly advanced slightly deeper. The patient experienced pain in the mid back, down the legs and in the buttocks. The patient also experienced bruising over the neurostimulator. The patient was not hospitalized, and it was reported that the injury was non-serious. The patient was reprogrammed on (B)(6) and felt vaginal stimulation. It was reported that the patient had not followed up with the hcp since the reprogramming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3889, lot #v804450, implanted: (B)(6) 2011; programmer model 3037, serial #(B)(4).